Manufacturer narrative:
The steris service technician replaced the actuators, tested the table and confirmed it to be operating properly. No additional issues have been reported.

Manufacturer narrative:
The surgical table hand control displays a "lock fault" that must be cleared before the table can be locked. A steris service technician inspected the table and found that an actuator required replacement to clear the lock fault error. During further troubleshooting the technician identified that another actuator required replacement. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure the table floor locks would not lock. The hand control for the table was displaying a floor lock error. The procedure was delayed due to the reported event. Another table was utilized and the patient procedure was completed successfully. No report of injury.